Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed fault code 41 (patient temperature sensor failure) was confirmed in the archive data but was not confirmed during functional testing. A review of the autopulse platform archive data showed multiple fault codes 41 on the reported event date, confirming the reported complaint. During the initial functional testing, fault code 41 could not be replicated. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure to address intermittent occurrences of fault code 41, as the sensor may have had some intermittent technical problems that could not be consistently identified during the functional testing. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During the morning shift check, the autopulse platform (sn (B)(6)) displayed fault code 41 (patient temperature sensor failure). The user re-adjusted and replaced the lifeband and exchanged the battery to troubleshoot the issue, but fault code 41 persisted. The customer took the autopulse platform out of service. No patient involvement.